Manufacturer narrative:
D6a: implant date estimated as exact date is unknown; event reported to have occurred in 2023.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Approximately 2 years later the patient presented for atrial fibrillation ablation and underwent transesophageal echocardiogram (tee). The tee identified a thrombus attached to the face of the closure device. The patient was restarted on anticoagulation, and the thrombus is expected to be reassessed in 45 days. The patient was discharged.